Event description:
Information was received from a health care provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were unable to connect to the ins. Hcp reports device not responding message on programmer. Hcp noted they have tried to reposition the communicator over the ins multiple times without success. Pt has not noticed eos message but noted they "don't feel it working". When asked to clarify, pt reported that they "felt like it was working when they programmed it" however pt stated the therapy has never helped with their symptoms. Reviewed ins may be at eos. Recommended pt follow-up with provider who implanted ins.(con): additional information was received from the patient on 2025-10-16 they reported that the cause was due to battery failure and they are having the device removed. The issue has not yet been resolved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.